Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-191821 it was reported the pt felt "his body was rejecting the scs system." The pt also had pain in his hands. The pt had the scs system explanted, date unk.